Event description:
It was reported that the insulin pump alarmed motor error spontaneously. The blood glucose reading was 16.7 mmol/l. No significant events leading to the alarm were observed and the customer could not clear the alarm nor rewind the insulin pump. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads and minor scratches on the display window were noted during the visual inspection. The insulin pump had no button response due to corroded keypad traces. No motor error alarms could be confirmed due to the keypad anomaly. However, a corroded motor home switch was noted.